Manufacturer narrative:
Additional information: section d9: device available for evaluation ¿ yes, returned to manufacturer on 2/16/2021 section h3: device evaluated by manufacturer ¿ yes device evaluation: the dcb00 device was not returned for evaluation. The lens was cut into pieces related to explant process. Lubricating material residues can be observed on the lens surface. Due to the condition of the sample returned and as the device was not returned for evaluation the complaint reported cannot be confirmed by the manufacturing site. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Information unknown, not provided. Date of event: unknown, not provided, but the best estimate date is during 2020. If implanted, give date: unknown, information not provided. Device evaluation: product testing could not be performed since the product was not returned for evaluation. If the product is received regarding this event, investigation will be reopened to complete product evaluation. Since there is no reported problem with the device, there is no issue to verified and no product quality deficiency to identified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed one additional complaint was received from this production order but no issue was reported and no product investigation created for it. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was intraocular lens (iol) exchange from patient's right eye due to the patient complaining of being bothered by changing vision, and dry eyes. It was indicated the symptoms significantly interferes with daily activities. There was no additional surgical/medical intervention required. The explanted lens was replaced with a model dcb00 19.5 diopter lens. No further information provided.

Manufacturer narrative:
Device evaluation: product testing could not be performed, since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed, that one additional complaint was received from this production order, but no issue was reported in it. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.